Event description:
The director of biomedical engineering at the hospital reported that the following overheating event occurred during use of the belmont rapid infuser, ri-2 in the operating room: "staff noted burning smell and heat rising to the top of the cassette compartment. It seems as if the cassette heat induction ring distorted and cause blood leaking form the ring. The warmer is now sequestered in biomedical." The hospital biomed also provided a copy of medwatch report ((B)(4)) with the following event description: "during a surgical event involving a patient death it was noted that the bedside rapid infuser had a 'burning smell' and heat rising from the warming cassette on the infuser. Infuser sequestered and sent to biomedical for reporting and analysis. Biomedical received the infuser with noted blood outside of the cassette with indications of cassette overheating, distortion, and what looked like blistering of the outer cassette ring."

Manufacturer narrative:
It was reported that the device was first sequestered by biomedical and is now under risk management control, therefore neither the rapid infuser, ri-2 nor the associated disposable set has been returned to belmont for investigation. A review of the photographs provided by the user facility indicate that the upper section of the heat exchanger of the disposable set, at the area where the output temperature probe is located, appeared to show blood clots. Without knowledge of the infusates used during the case, we are unable to definitively discern the root cause of the problem; however, known contraindicated products such as pharmaceuticals, calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. Belmont has contacted the initial reporter to obtain further information about the case, including the fluids used during the procedure. The manufacturing records for this ri-2 serial number were reviewed and no anomalies were identified. According to the user's medwatch report, the lot number of the associated 3-spike disposable set involved is 2021-09 06. A review of past complaints indicates no other complaints of this failure mode related to this lot number. It was reported that the patient deceased. There has been no allegation that the death was device related. A follow-up report will be provided when the device is returned for investigation and/or additional information becomes available.